Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that, during planned maintenance (pm), after several minutes, a symptom occurred. There was a "localizer not connected" message. The system was rebooted, and the symptom was gone. There was no patient present when the issue occurred.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437, unknown g2: this event occurred in south korea, see e1-e3. H3, h6: the system was serviced in the field by a medtronic representative. A hardware failure was noted. No products were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.